Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic cholesystectomy, the device broke and a new device was opened. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.